Event description:
It was reported that a second device fell from the vertebra during impaction in an unspecified spinal surgery. Peri-op images revealed that the device was located at the left side of l5 vertebra.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.